Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the flexvision pc boot failure in the log. Upon troubleshooting, it was confirmed that the power supply of flexvision pc was not working properly, resulting in the flexvision pc not starting up. The fse repaired the power supply and confirmed that there were no operational issues. To date, no similar issue has been reported to philips. The codes were updated based on the investigation outcome.